Event description:
The customer reported to customer svc that when she plugged her breast pump in, it would not power her pump and she smelled a burning odor and noticed that the power supply was smoking and it was hot to the touch. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, she indicated that she did not see smoke or fire, but she did see smoke and a spark and detected a "strange odor." She indicated that there were no signs of melting, burning or fire, no breach in the transformer housing and no exposed wires. She also indicated that no injuries were sustained as a result of the issue. In summary, there was evidence of slight melting on the transformer housing, but there was no breach in neither the transformer housing nor the insulation on the dc output cord that would allow for sparking which would be visible to the end user. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed a slight deformation on the transformer housing, but no holes or openings. A visual examination of the cord revealed some twisting, but not breaches in the insulation and no exposed wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which indicates that the thermal fuse was blown.